Event description:
Home monitoring reports shock to double counting (nml device function) lead evaluation on home monitoring shows increase in pacing threshold since (B)(6). Lead impedance and shock impedance unchanged. Multiple iegms show minimal noise of emi vs lead issue. No adverse patient events reported. Should additional information become available, it will be added to this file.

Event description:
Home monitoring reports shock to double counting ( nml device function). Lead evaluation on home monitoring shows increase in pacing threshold since august. Lead impedance and shock impedance unchanged. Multiple iegms show minimal noise of emi vs lead issue. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2022 - physician decided to cap this lead due to noise. Once the new lead was connected to the chronic ICD there was still noise so the ICD was replaced as well. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.